Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and the customer was going down to the 40 to 50 mg/dl. The blood glucose level of the customer was unsure at the time of the incident and customer¿s current blood glucose level was 122 mg/dl. The customer was treated with the food and glucose tablets. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information that provided date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).